Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was bent within 3 or more hours after insertion for 72 hours at thigh, arm, and abdomen, which cause the patient's blood glucose was high, correction injection via mdi. The patient had moderate ketones. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
MDR 3003442380-2024-06898 - device 1 of 5.